Event description:
On (B)(6) 2013, the lay user/patient's caregiver (reporter) contacted lifescan (lfs) alleging that the patient's onetouch ultralink meter was reading inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the patient and/or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that on (B)(6) 2013 (at approximately 9:30pm), the patient obtained a blood glucose reading of "70mg/dl" with the subject meter and at the same time afterwards, the patient reportedly consumed food/drink as treatment. Prior to the start of the alleged issue, it is not known what the patient's previous blood glucose reading was with the subject meter and it is not clear if the patient had made any changes to her diabetes regimen, activity level, or meals. According to the csr's documentation, the patient reportedly became lethargic at an unknown time after the alleged issue occurred. It is not clear if the patient's blood glucose was tested (with the subject meter) after the onset of her symptom. The emergency medical services (ems) was contacted at an unknown time later and according the reporter, the patient reportedly obtained a reading of "29mg/dl" with the ems's meter and within ten minutes after the alleged issue occurred the patient was administered (by the health care professional) a glucagon injection as treatment. It is not known when the patient's symptoms abated, it is not clear if the patient required additional medical intervention, and it is not specified if the patient's blood glucose was retested with the subject meter after treatment. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting, and the blood glucose results were from the approved (per owner's booklet) sample site. The patient did not have control solution available. Replacement products were sent to the patient. The products involved with this complaint have been returned and evaluated by product analysis (pa) respectively on (B)(4) 2013 and (B)(4) 2013 with the following findings: the meter was evaluated and the primary complaint was not confirmed; however, a secondary issue was noted where the meter was found to have a defective u5 processor. After pa replaced the u5, the meter functioned properly. The test strips passed testing with no faults found. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because, the user allegedly suffered symptoms indicative of a serious injury while using the product.